Manufacturer narrative:
No specific sn of the console used during procedure was provided, but installed base at customer site is the following: (B)(6). Customer reported that sometimes they need to retrograde refill the venous line after weaning and having emptied the venous line or during an air lock. In both cases flow is stopped and therefore both arterial and venous clamps will close automatically. In order to restart perfusion, the arterial flow is re-established and a/v shunt opened. For refill of the venous line, the surgeon will place a small hollow needle next to the cannula in the venous line. The refill if the venous line will go quite slow because of this needle¿s inability to acquire ¿high¿ flows. Since the flow will be too low to carry the air bubble¿s load toward the venous line, the bubble will travel in one¿s own way towards the arterial line through the opened a/v shunt, resulting in more actions before perfusion can be restarted to remove bubbles from arterial line. In current case the perfusionist did not notice that the venous clamp was closed (as per design when there is no arterial flow and arterial clamp is closed), and therefore air accumulated in the venous line travelled through the a/v shunt to the arterial line, delaying the restart of perfusion (of about 1-2 minutes). In order to avoid reoccurrence of this issue, customer requested to disable the automatic link between the arterial and venous clamps; this link is a designed protection measure to avoid emptying the patient if arterial clamp is closed and user must monitor the equipment continuously and conscientiously (IFU, 2.3.2 procedural safety). Unlink of the two clamps has been made possible in sw 1.5, and sales representative confirmed that they already planned the update of the hlm. Based on all the gathered information, the most likely root cause of reported air entering the arterial line is related to user not properly monitoring the hlm and disposable setup. The customer has confirmed that there was no permanent neurological damage. It is unclear to me whether there was temporary damage or what might have caused it. The event is assessed as not reportable since no malfunction of the device occurred and issue was related to user practice and there was no patient permanent injury. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that air travelled through the arterial line because of the venous clamp closing automatically. During perfusion occasionally, a bit air will be traveling through the venous line towards our collapsible reservoir. Before the reservoir, customer places an arterial/venous shunt (a/v-shunt) which according to customer, usually gathers a few small bubbles accumulating to a significant bubble if it were to appear in the arterial line. According to customer, sometimes medical team has to retrograde refill the venous line. This is either after weaning and having emptied the venous line or during an air lock. For retrograde refill customer uses this a/v-shunt. After either airlock or weaning, both clamps will shut automatically. For refill of the venous line, the surgeon places a small hollow needle next to the canula in the venous line. The refill if the venous line will go quiet slow because of this needle¿s inability to acquire ¿high¿ flows. Therefore, when the venous line is about to be refilled and the present perfusionist didn¿t notice the venous clamp to have closed automatically, perfusionist will apply pressure to the line and open the a/v-shunt. Since the flow will be to low to carry the air bubble¿s load toward the venous line, the bubble will travel in one¿s own way towards the arterial line. This results in more actions before perfusion can be restarted. The patient did not suffer permanent injury, however the surgery/perfusion time was elongated due to the incident.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, unique device identifier (UDI) number is not available. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the essenz console. The incident occurred in amsterdam, netherlands. Through follow-up communication with livanova field service representative in charge, it was learned that there might have been neurological damage for the patient, however it is unclear whether this is confirmed and/or it is related to livanova device. In addition, it was learned that the involved essenz console is not updated to software version 1.5 yet and drawing of the perfusion tubing system (pts) used by the customer along with pictures of it were received. Review of them confirmed av shunt between arterial and venous line to be without one way valve, therefore air in venous line can reach the arterial line after bubble sensor. Av shunt is usually closed with manual clamp and opened by perfusionist in case of need; if perfusionist does not notice the venous clamp closed, air can indeed reach the arterial line and extend the times of procedures for debubbling. Based on information currently available, outcome of livanova medical assessment performed is the following: venous clamp worked as expected. Indeed, if the arterial pump stops the venous clamps closed. Having a shunt in the a/v line is not a good practice and the shunt should have a one way valve. In addition, link between arterial and venous clamp is a designed protection measure to avoid emptying the patient if arterial clamp is closed and user must monitor the equipment continuously and conscientiously. Investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.